Event description:
It was reported that during the atrial fibrillation ablation versacross connect access solution was selected for use. It has been mentioned that in an attempt to advance faradrive with connect dilator over wire it could not be advanced through the area where coating begins as there was a small bead on the wire. The sheath was tried to advance but the coating buckled. The insulation striped off from the proximal end. Some insulations were cut off after peeling started to advance over sheath to maintain access while removing the wire. No patient complaint occurred. The procedure was completed using different device (same model). The product was received for analysis and investigation is still in progress. Media provided.

Manufacturer narrative:
D2b: pro code (product code): dxf; reported here as the pro code exceeded the character limit for designated field.

Manufacturer narrative:
Correction to section d2b pro code and g4 premarket / 510k. Investigation summary: with all the available information, boston scientific concludes that the reported coating issue and difficult to insert could be confirmed. Media review showed insulation tearing at the proximal end. The device was returned for analysis, and shaft outer diameter measurements distal to the bunching were found to be within specification when evaluated using laserlinc. Based on the reviewed media and the returned product analysis, the reported allegation is confirmed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of coating issue and difficult to insert are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically and supporting evidence that came to this conclusion. The root cause cannot be determined based on the information provided. Potential factors that may have caused or contributed include but are not limited to the physician's technique during preparation/use as well as the step up along the wire that is inherent to the design.

Event description:
It was reported that during the atrial fibrillation ablation versacross connect access solution was selected for use. It has been mentioned that in an attempt to advance faradrive with connect dilator over wire it could not be advanced through the area where coating begins as there was a small bead on the wire. The sheath was tried to advance but the coating buckled. The insulation striped off from the proximal end. Some insulations were cut off after peeling started to advance over sheath to maintain access while removing the wire. No patient complaint occurred. The procedure was completed using different device (same model). The product was received for analysis. Media provided.